Manufacturer narrative:
The customer¿s report that the syringe tubing leaked was confirmed. Visual inspection of the set under magnification showed a separation along the weld line of the pressure sensing disc, between the disk body and the disk film membrane. Functional and pressure testing confirmed leaking from one location along the weld line. No other leaks or issues were observed on the remainder of the set. The root cause of the leak was identified as a weak weld between the pressure sensing disk body and the film membrane.

Event description:
The customer reported that the syringe tubing leaked at an unspecified location. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the syringe tubing leaked was confirmed and replicated. Visual inspection of the set under magnification showed damage (a slight tear), just prior to the inner weld line of the pressure sensing disc film membrane. Functional and pressure testing confirmed leaking from one location along inner weld line of the pressure sensing disc¿s film membrane. No other leaks or issues were observed on the remainder of the set. The cause of the leak was identified as damage (slight tear), just prior to the inner weld line of the pressure sensing disc film membrane. The root cause of the damage was identified as an equipment failure during manufacturing.